Manufacturer narrative:
The clinical representative reported that the patient felt shocking sensations when the plus and power buttons were pushed to connect to the waa via bluetooth through the wavecrest app. The clinical representative tried using an alternative waa antenna; however, the patient continued to feel the shocking sensation. The clinical representative provided the patient with an alternate waa, which resolved the issue. The device was shipped back to hq for analysis. Investigation determined that the unit was not programmed by the stimwave representative, and it was deployed operating in test mode dosage of 1s on, 0s off. This is likely the source of the "shocking sensation" experienced by the patient. Based on this information, the shocking sensation was confirmed/replicated. There is no evidence that the product did not meet specification. The cause of the shocking sensation is user error by the stimwave representative who did not program the waa appropriately. Design fmea 06-1233 and hra 06-01232 was reviewed and painful and overstimulation due are known issues with mitigation controls in place to reduce risk as far as possible. Stimwave's global shock jolt/no MRI rate: (B)(4).

Event description:
On (B)(6) 2021, the clinical representative was in the recovery room programming a trial patient when the patient disclosed feeling a shocking sensation.